Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
The complainant reported that the burn was not severe and did not scar.

Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/02/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to an unsuccessful ring repair. It was stated by the health-care provider that they were "unhappy with results." Per the operative report: "I first attempted to repair the valve using a posterior quadrangular resection and a 26 mccarthy imr ring. This was unsuccessful. I was not happy with the results, so then I ended up replacing the valve..."